Event description:
It was reported that a dissection had occurred. The patient presented with a blockage in the coronary artery and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left circumflex artery. Following pre-dilatation with a 2.00 x 10 mm non-compliant balloon, a 3.00 mm x 20 mm synergy xd drug-eluting stent was advanced and deployed. Post-deployment, a stent edge dissection was observed. Another stent was deployed to cover the dissection and the procedure was completed. There were no further patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.